Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg was explanted and replaced with a smaller model. Per the manufacturer's device registration system, the explant occurred on (B)(6) 2010. The reason for the explant is currently undetermined.